Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's screen was scratched making it hard to read. The patient¿s blood glucose level was 153 mg/dl at the time of the incident. Infusion set's tubing detachment was also reported. The insulin pump was dropped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
The insulin pump was received with scratched case, pillowing keypad overlay, stained keypad overlay, and major scratched lcd window.